Manufacturer narrative:
During investigation for an unrelated issues a reportable malfunction was found. The trunk cable connector was physically damaged and the electrode belt was unable to securely connect to a monitor. The root cause for the damaged connector could not be positively identified. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was unable to securely latch to a monitor.